Manufacturer narrative:
D9: device was received on 7/10/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed physical check inside unit and found broken pieces of bottom housing and top housing was broken as well. That broken housing was the main cause of the problem. The top and bottom housing were replaced to fix the issue as well as the worn coupling and clutches.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device case was damaged, and a black piece of plastic found loose inside device. User complaint just said "empty syringe''. There was unknown patient involvement.